Manufacturer narrative:
The lens was returned in liquid, in the lens vial. Visual inspection found that the haptic was torn. Claim# (B)(4).

Manufacturer narrative:
(B)(4). Lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm tmicl13.2 lens, -11.5/+1.5/068 (sphere/cylinder/axis) into the patient's left (os) eye on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged with a same size, different model lens due to low vault and lens rotation. It is not reported whether the problem was resolved however, operative report states the patient was transferred to the recovery room "in good post-operative condition."